Manufacturer narrative:
(B)(4). The facility has communicated that the actual device is not available for evaluation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that memobag orange, 1200ml was used in general surgery and when doctor was removing the bag it broke down from the bottom. They took another bag, white 200ml and it also got broken.

Manufacturer narrative:
(B)(4). Customer complaint regarding memobag product was reported. As the lot number of the defective product was reported, the DHR review was completed. The review of DHR revealed no production issues at the time of manufacture of the complained lot. IFU 940268-000000 says that large tissue specimens may need to be cut into smaller pieces for removal. Furthermore, it says that the memobag is removing through the trocar incision side. If the contents of the memobag are too larger to pass through the trocar incision, the incision may need to be enlarged to facilitate removal of the memobag. /fu says that the care should be taken at all times to avoid contact of the bag with sharp instruments, cutting devices, morcellators, electrocautery or laser delivery devices. In the event, that one of above issues is not fulfilled, the complained defect (broken bag) can be caused. The root cause of this complaint cannot be clearly determined because of unavailable defective device and lack of information about the reported defect. As the root cause of this complaint was not determined, no corrective I preventive actions in other remarks: production are deemed necessary to introduce.

Event description:
It was reported that memobag orange, 1200ml was used in general surgery and when doctor was removing the bag it broke down from the bottom. They took another bag, white 200ml and it also got broken.